Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a yellow warning message that <20 ohm shock impedance had been detected on this defibrillation lead. During a prior checkup, the device had exhibited a shock impedance of 32 ohms. It was reported that the patient is recovering in the ICU, which suggests that a tachy shock had been required and not successfully delivered, due to the <20 ohm impedance.. On june 17,2005, guidant issued a physician communication regarding a deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august,2004. This device was manufactured before august, 2004 and is included in this population.